Event description:
It was reported that this lead was revised due to it was confirmed through a fluoroscopy that the lead was microdislodged. The lead was repositioned. No additional adverse patient effects were reported.